Event description:
The ceramic tip of the electrode broke off during use. The fragment was removed via arthroscopy at the time of the event. Problem did not result in pt injury. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.